Event description:
It was reported that the pt could not adjust stimulation. The caller attempted to recharge the implantable neurostimulator (ins) and reported coupling and or communication issues. Upon using the antenna locate feature a power-on-reset condition was displayed on the insr, which then lead to the normal recharging screen. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).